Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the posterior tibial artery (pta using amphiprion deep dilatation balloon catheter. It was reported that the transport wire was hard to remove from the tip. During balloon inflation, the balloon burst at less than burst pressure and the device detached. A 4 mm micro amplatz goose neck snare was used to capture the fragment and the procedure stopped at this point. Only a short segment of the fragment was retrieved, the rest is in the patient. The fractured fragment remains in the mid pta, causing segmental occlusion. The lesion was moderately calcified and vessel non-tortuous

Manufacturer narrative:
Device evaluation: the device was returned broken and the balloon was missing. The shaft was broken close to the proximal balloon welding and the guide wire tube was stretched. It was not possible insert the guide wire in the distal portion due to damage reported. No further analysis could be performed. Image review: the images provided showed the 4 mm micro amplatz goose neck snare used to capture the balloon fragment. No additional information about the cause of the failure occurred to the amphirion deep was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.